Manufacturer narrative:
A product investigation was performed. This complaint was unable to be confirmed at customer quality (cq). While the nail was received at cq with the locking mechanism deployed, the nail is not in its original packaging so it cannot be confirmed that the nail's locking mechanism was prematurely deployed when the reporter opened the package. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Relevant tabulated drawing for the family of cannulated right 11mm trochanteric fixation nails was reviewed during this investigation. No product design issues or discrepancies were observed. The distance from the superior edge of the locking mechanism to the superior edge of the nail measured at cq and found to be not within specification per relevant tabulated drawing for the family of cannulated right 11mm trochanteric fixation nails. However, while the nail was received at cq with the locking mechanism deployed, the nail is not in its original packaging so it cannot be confirmed that the nail's locking mechanism was prematurely deployed when the reporter opened the package. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight reported as (B)(6). Additional product code: hwc. UDI: (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. DHR review was completed. Part #: 456.416s, lot#: h042582 (sterile) - 11mm/130 deg ti cann troch fixation nail 360mm/right - sterile. Quantity 6. Component parts reviewed: 456.314.3 - trochanteric fixation nail lock driver tfn, lot 9827952. 456.315.2 - trochanteric fixation nail lock 130 deg lock prong tfn, lot 9970750 21069 - raw material lot lot - 9838522 received from dynamet incorporated. Product certification for titanium received from dynamet meet specification. Raw material receiving/putaway checklist meets requirements. Inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(4). Manufacturing date: 06-apr-2016 expiration date: 31-jan-2025 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a bone fracture. Patient was implanted with a trochanteric fixation nail (tfn) construct. Inter-operatively, it was reported that as the tfn implant was opened from its original packaging, it was noted that the locking mechanism on the nail was already deployed. Surgeon selected another tfn nail that was available in the operating room to complete the surgery. Surgery was completed successfully with a two (2) minute time delay. Patient is reported in stable condition. This report is for one (1) 11mm 130 degree cannulated tfn nail 360mm-right. This is report 1 of 1 for (B)(4).